Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a cracked insulin cartridge during a supply change and then received an ¿unable to proceed¿ message during the fill tubing process, with suspicion of cartridge fragments remaining in the insulin chamber. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no medical care. Investigation included device replacement logistics and receipt of the returned device. Investigation of the returned device revealed a mechanical failure of the cartridge that led to a flow obstruction during the fill procedure and a corresponding device alarm, with obstruction likely due to cartridge damage and residual debris within the fluid path.